Manufacturer narrative:
No additional information is available. If additional information becomes available, the report will be updated at that time.

Event description:
Boston scientific received information that the patient has experienced a decrease in blood pressure over the last six days and reported syncopal episodes. The home health care nurse noted that the patient was lost to follow up since implant. Boston scientific technical services (ts) advised to have the pacemaker interrogated due to the amount of time since interrogation. The pacemaker remains in service and no additional adverse patient effects were reported.